Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report unintended movement with the clip delivery system (cds). It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation with an mr grade of 4+. Two clips were successfully implanted reducing mr to 3+. To further reduce mr, a third cds was advanced. When advancing the cds handle, the clip took an unpredictable anterior dive. The decision was made to remove the cds and discontinue the procedure. Two clips were implanted, reducing the mr to 3+. There were no adverse patient effects and no clinically significant delay during the procedure. No additional treatment is planned. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported difficult to position the delivery catheter shaft in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.